Manufacturer narrative:
B3. Date of event was unknown, hence captured the first day of ICU aware month. The returned pump was evaluated following the reported issue. Review of the event history log (ehl) indicated a motor rate error. A review of the 12-month service history showed no prior repairs. During visual and functional inspection, damage was observed to the top case, right plunger case, and barrel clamp guide, and the tamper-evident sticker was found to be removed. The complaint was confirmed, and the probable cause was identified as worn-out clutch components. The device was repaired by replacing the left and right clutch assemblies, clutch spring, worm gear, worm coupling, and motor. Additionally, the top case, right plunger case, and barrel clamp guide were replaced due to cracks. The pump was then calibrated, greased, and restored to its standard configuration. After reassembly and part replacement, the pump successfully passed all functional tests and is now fully operational.

Event description:
It was reported that during testing the pump had a motor rate error. The event occurred during testing. During investigation found the motor rate error in event history log. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.